Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was stuck to the adhesive tape; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the customer had issues with 3 sensors. It was reported that one of the sensors had missing cannula. It was reported that he second sensor would not fire out of serter. The third sensor could not get needle hub out. The customer's blood glucose level was reported to be 252mg/dl. Troubleshoot was reported to be conducted. It was reported that the sensors would be replaced and returned for analysis.